Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion. Strips received by cpi show an elective replacement time (ert)-ssi indicator with a battery status of 2.72v at a follow-up in february of 1997. Strip dated april 8, 1997 shows a previous battery status of 'good' at 2.72v and present battery status of 'good' at 2.71v. The physician elected to explant the ipg.